Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gynecology hysteroscope had a broken tip. The issue occurred during reprocessing of an unknown therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5 and h6. (B5 changed to there were no reports of patient involvement. In h6 health effect impact code updated to 2645). Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint broken tip was confirmed. Based on the results of the investigation, it is likely the that the tip damage was thermally and mechanically induced. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
There were no reports of patient involvement.